Event description:
It was reported the patient has a spectra penile prosthesis implanted and is dissatisfied because he feels "deformed down there." No further patient complications were reported in relation to this event.